Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the pump was read and end of service occurred. The physician and patient wanted the pump and alarms off. It was noted the patient had a dispute with their doctor over oral medications. The pump was stopped and turned off. No surgical intervention had occurred and no surgical intervention was planned. The event was considered to be resolved and the patient was "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who had an implantable pump for non-malignant pain, joint pain/arthritis, head/neck (non-malignant), and failed back syndrome ¿ other. When asked for drug info the caller stated that "there's nothing in there." In 2017, the pump was alarming/beeping and had first started alarming a couple of months prior to this report date and was noted to have been beeping more lately, the patient was told that the battery would run down by the 7th. Reportedly this was ¿hell on earth¿ for patient and an uncomfortable way to live. The patient had an appointment to see her doctor on this report date. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's pump went dead in (B)(6) 2017 and the patient wanted the pump taken out. The patient reported that she was "sick as a dog" when the pump went dead in (B)(6) 2017. It was reported that the pump went dead on (B)(6) 2017. The patient was calling to request physician listings. No further complications were reported.